Event description:
Caller reported intermittently the insulin gauge displayed a amount different than expected. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issues.